Event description:
Pharmacist reported on behalf of the customer that needle detached during injection, customer had an x-ray, which located the broken needle. Doctor decided not to take any action as customer has other health problems.

Manufacturer narrative:
Evaluation summary: customer returned (57) sealed 8mm x 31g pen needles from lot # 1278919. All received pen needles were examined and no bent, broken, or detached cannula was observed on any of the returned samples. Sample involved in the incident was not returned by the customer. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.